Event description:
A patient reported blood glucose results of "170 mg/dl and 120 mg/dl" with a lifescan meter, performed within of each other. The test strips and control solution are being replaced.